Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose was not impacted. After the alarm, the customer would either resume insulin delivery without troubleshooting or change the supplies on the pump.